Event description:
It was reported that during the implant procedure, both left ventricular (lv) leads showed high threshold in different veins. Finally physician gave up the implantation. No patient complications were reported as a result.

Manufacturer narrative:
Product event summary-the full lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated there was damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.